Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer claims to have problem with the heads of the hammer. The threads break off.